Event description:
Customer reported leaking between curlin pump sets and maxplus clear valves. This has happened to multiple pts with various meds infused, but she does not have any details of any individual events. In all cases, the curlin set is attached to the maxplus which is then attached to the pt's IV catheter. She has confirmed with curlin MFR that they have had no changes in their set, but have had some similar complaints of leaks involving various products connected to curlin products that have a 06/2016 or 08/2016 expiration date. (B)(4) has had clinicians observe end users (home care pts and their caregivers) to see if there was any technique issue causing the leaks, but the users are attaching the connections correctly. Most are long term users and had no previous issues with the same product connections. The leaks have been noted at the initiation of the infusions so the users have switched the set-ups and there have been no reports of pt harm. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The maxplus valve was rec'd attached to an extension set. Customer stated the pt did not save the curlin set that was reported to have leaked with the valve. A f/u report will be submitted once the investigation is performed on the maxplus valve.